Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was malfunctioning (malfunction not specified). The device was in clinical use when the issue occurred. No patient or user harm reported. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the key market (km) and the responder reported the touchscreen would not respond to touch. The km responder reported that the hospital had repaired the touchscreen and the issue was resolved. The km responder reported that no parts were replaced; no further details provided on how the customer repaired the touchscreen.